Manufacturer narrative:
H10/11: review of the file determined this event to be non-reportable due to no catheter/guidewire entrapment being confirmed. This medwatch will be voided.

Manufacturer narrative:
The device was returned to gore for evaluation. Per the evaluation the polyimide guidewire lumen was kinked at the trailing olive. The packaging mandrel had been removed from the device. The packaging mandrel was not returned for evaluation. The packaging sheath had been removed from the device. The packaging sheath was not returned for evaluation. The device was loaded onto a guidewire. There was difficulty advancing the device over a guidewire. The device was able to pass fully over a guidewire. The polyimide guidewire lumen was still bonded to the leading and trailing olives. The findings from the evaluation are consistent with the physician¿s observations. The cause for the damage to the guidewire lumen could not be determined with the currently available information. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), under implant procedure, do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance.

Event description:
The following is reported to gore: on an unknown date, this patient¿s abdominal aorta was replaced to vascular graft (manufacturer unknown). On (B)(6) 2020, the patient underwent emergency endovascular treatment using gore® excluder® aaa endoprosthesis for a ruptured anastomotic part. The physician attempted to insert a guide wire (manufacturer and size is unknown) into the delivery catheter of aortic extender endoprosthesis. However, the guide wire was caught in the middle of the delivery catheter, and the delivery catheter could not be inserted into the patient¿s body. It is unknown if the guidewire was removed from inside the patient along with the device. The physician set aside the delivery catheter and completed the procedure using a new device. The patient tolerated the procedure.